Manufacturer narrative:
On (B)(6) 2018 was used as event date, since there was no event date reported. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00x32mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. No patient complications were reported.

Manufacturer narrative:
On (B)(6) 2018 was used as event date, since there was no event date reported. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00x32mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. No patient complications were reported. The device was returned for evaluation. A visual examination of the stent found damage to the distal stent rows 1, 3, 7 and 9 with the stent struts lifted slightly. The undamaged crimped stent outer diameter was measured and noted to be within specification. A visual and microscopic examination of the of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 790mm distal from the distal end of the strain relied. Multiple hypotube kinks were also noted along the full length of the catheter. A visual and tactile examination of the shaft polymer extrusion found multiple midshaft kinks along the catheter. No other issues were identified during the product analysis.